Event description:
It was reported that the battery was wearing out or depleting quickly. It had however not depleted to an elective replacement indictor (eri) or end-of-service (eos) status. The implantable neurostimulator (ins) was subsequently replaced. There were no patient symptoms associated with the event and the patient was alive with no injury. A supplemental report will be sent if additional information is received. Refer to manufacturer report 3004209178-2014-21766 . This report pertains to issues with the patient¿s other ins which was explanted at the same time.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.